Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative reiterated that the ins was in overdischarge for a 3rd time and noted that the patient's hcp wanted to replace it with a competitor device. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she was told the implant could only be ¿charged¿ twice and she has had the implant charged twice so far. The patient stated her implant had stopped so she met with a manufacturer representative to get it ¿recharged¿ and was told it couldn¿t happen again. The patient explained her implant had stopped for a third time and was not working as they had it on a long time. The patient mentioned they knew it worked and it did not stay charged. The patient wanted to have the device replaced. The indication for use was spinal pain. No patient symptoms reported.